Manufacturer narrative:
Capogrosso p, fallara g, pozzi e, et al. (2022) rates and predictors of postoperative complications after holmium laser enucleation of the prostate (holep) at a high-volume center. Minerva urology and nephrology, 74(4):461-466. Https://doi:10.23736/s2724-6051.21.04315-9.

Event description:
It was reported via an article published in the journal of minerva urology and nephrology that a prospective study was conducted to investigate the rates and predictors of postoperative complications after holmium laser enucleation of the prostate (holep) at a high-volume center. Data from 284 patients treated with holep between 2015 and 2017 were analyzed. Data from postoperative complications occurring up to 12 months after surgery were collected. In addition, all procedures were conducted delivering holmium laser energy with a 360 fiber (lumenis 100 w ho/nd: yag) placed in a 26fr resectoscope with a 30 optic. Holep procedures were performed at 2.0 joules and 50 hz with a three lobe or two lobe technique according to prostate morphology. The following postoperative in hospital complications were reported: 22 patients had acute urinary retention, 8 patients had clot retention, 14 patients had bladder neck spasm, 31 patients had fever, 6 patients had transfusion and 4 patients had re-surgery for bleeding. Postoperative complications after discharge were reported as following: 6 patients had acute urinary retention, 1 patient had clot retention, 5 patients had bladder neck spasm, 11 patients had urgency, 4 patients had fever, 10 patients had stress urinary incontinence, 2 patients had re-do surgery for bleeding and 3 patients presented complications such as prerenal kidney failure and erectile dysfunction.

Manufacturer narrative:
Correction to field d4: model number and catalog number. Capogrosso p, fallara g, pozzi e, et al. (2022) rates and predictors of postoperative complications after holmium laser enucleation of the prostate (holep) at a high-volume center. Minerva urology and nephrology, 74(4):461-466. Https://doi:10.23736/s2724-6051.21.04315-9.

Event description:
It was reported via an article published in the journal of minerva urology and nephrology that a prospective study was conducted to investigate the rates and predictors of postoperative complications after holmium laser enucleation of the prostate (holep) at a high-volume center. Data from (B)(4) patients treated with holep between 2015 and 2017 were analyzed. Data from postoperative complications occurring up to 12 months after surgery were collected. In addition, all procedures were conducted delivering holmium laser energy with a 360 fiber (lumenis 100 w ho/nd: yag) placed in a 26fr resectoscope with a 30 optic. Holep procedures were performed at 2.0 joules and 50 hz with a three lobe or two lobe technique according to prostate morphology. The following postoperative in hospital complications were reported: (B)(4) patients had acute urinary retention, (B)(4) patients had clot retention, (B)(4) patients had bladder neck spasm, (B)(4) patients had fever, (B)(4) patients had transfusion, and (B)(4) patients had re-surgery for bleeding. Postoperative complications after discharge were reported as following: (B)(4) patients had acute urinary retention, (B)(4) patient had clot retention, (B)(4) patients had bladder neck spasm, (B)(4) patients had urgency, (B)(4) patients had fever, (B)(4) patients had stress urinary incontinence, (B)(4) patients had re-do surgery for bleeding and (B)(4) patients presented complications such as prerenal kidney failure and erectile dysfunction.